Event description:
On (B)(6) 2022 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient experienced a drain complication during treatment on the liberty select cycler. The contact stated that fibrin and cloudy fluid could be seen. Upon follow-up it was reported that the patient was hospitalized that same date due to peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come into the clinic. The nurse observed the patient¿s pd catheter (not a fresenius product) to contain cloudy fluid. A manual drain was attempted; however, there were drain complications. As a result of the issue, the nurse was unable to obtain a pd fluid sample for cultures. The patient was sent to the emergency room (ER) and admitted to the hospital with a diagnosis of peritonitis. No additional information was available as the clinic has not received any hospital documents pertaining to the patient¿s peritonitis event. The patient remains hospitalized.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 15/oct/2022 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient experienced a drain complication during treatment on the liberty select cycler. The contact stated that fibrin and cloudy fluid could be seen. Upon follow-up it was reported that the patient was hospitalized that same date due to peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on 15/oct/2022 with complaints of abdominal pain. The patient was instructed to come into the clinic. The nurse observed the patient¿s pd catheter (not a fresenius product) to contain cloudy fluid. A manual drain was attempted; however, there were drain complications. As a result of the issue, the nurse was unable to obtain a pd fluid sample for cultures. The patient was sent to the emergency room (ER) and admitted to the hospital with a diagnosis of peritonitis. No additional information was available as the clinic has not received any hospital documents pertaining to the patient¿s peritonitis event. The patient remains hospitalized.

Event description:
On (B)(6) 2022 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient experienced a drain complication during treatment on the liberty select cycler. The contact stated that fibrin and cloudy fluid could be seen. Upon follow-up it was reported that the patient was hospitalized that same date due to peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come into the clinic. The nurse observed the patient¿s pd catheter (not a fresenius product) to contain cloudy fluid. A manual drain was attempted; however, there were drain complications. As a result of the issue, the nurse was unable to obtain a pd fluid sample for cultures. The patient was sent to the emergency room (ER) and admitted to the hospital with a diagnosis of peritonitis. No additional information was available as the clinic has not received any hospital documents pertaining to the patient¿s peritonitis event. The patient remains hospitalized.

Manufacturer narrative:
Correction provided in h.10. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although there are no culture results or determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed multiple hairline cracks on the top surface of the front panel bezel. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. There were two loose screws lying in the recess underneath the pump assembly. Mushroom head check passed. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 15/oct/2022 a contact for this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient experienced a drain complication during treatment on the liberty select cycler. The contact stated that fibrin and cloudy fluid could be seen. Upon follow-up it was reported that the patient was hospitalized that same date due to peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come into the clinic. The nurse observed the patient¿s pd catheter (not a fresenius product) to contain cloudy fluid. A manual drain was attempted; however, there were drain complications. As a result of the issue, the nurse was unable to obtain a pd fluid sample for cultures. The patient was sent to the emergency room (ER) and admitted to the hospital with a diagnosis of peritonitis. No additional information was available as the clinic has not received any hospital documents pertaining to the patient¿s peritonitis event. The patient remains hospitalized.